Event description:
This event was reported as severe mitral valve incompetence, prolapse of central portion of central leaflet on pt's native valve, coronary artery disease, atrial fibrillation and severe fatigue. No further info was provided.